Event description:
A customer reported that, over an eight day period, they obtained imprecise sequential readings on their precision xtra meter. The customer reported that they obtained readings of 20.0 mmol/l and 2.3 mmol/l within a 10 minute timeframe, 1.9 mmol/l and 5.9 mmol/l in the next day within 10 minute timeframe and 8.3 mmol/l and low (1.04 mmol/l) and at about one week later within a 10 minute timeframe. When plotted on a parkes error grid the results fell on the 'c' zones which are considered clinically significant. In addition, as a result of the readings the customer "mistreated" although they report no adverse symptoms, nor did they seek third party intervention. There was no report of death or serious injury.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow-up report will be submitted once results are available.